Event description:
Customer reported tubing leaks during an infusion. The "primary tubing began leaking midway through the infusion at the superior blue hub that holds the pump segment in place. Approximately 40-50mls of infed leaked out." The rn had an 508ml bag of infed connected to a secondary line and it should have been connected to a primary line. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.